Manufacturer narrative:
A device history record (DHR) review could not be performed because a valid lot number was not provided. There was one (used, opened) sample returned with this complaint. The sample does not include all components of an assembled needle. The sample is a piece of cannula bent in 2 areas. The sample was visually inspected under magnification on both ends. On one end, the bevel was observed, and no discrepancies were identified. On the other end, it was observed that the cannula went through some stress (most likely bending). Marks can be identified where the cannula most likely broke. There are no signs of a clean cut observed in the inspection. The reported condition is confirmed. The exact root cause of the reported condition could not be determined. One potential root cause was identified as during use, the needle was bent by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for proper functionality, assembly, and damage. The investigation did not identify a systemic issue with the product or process. The reported condition is related to the use of the device and not the manufacturing process. It is recommended for the user to consult the instructions for use when using the device. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states the tip of the needle broke off when the doctor was administering local anesthesia to incise and drain an abscess. The patient was not injured, however, surgery was required to remove the tip of the needle that broke.